Event description:
It was reported that the 9600 system had a precharge error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was found to be weak. The customer will replace the battery pack. A follow up report will be filed when additional details become available.